Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was failing the ground resistance for the proximal pressure port. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was failing the ground resistance for the proximal pressure port. The customer stated that the device was not giving a proper reading on proximal port. During trouble shooting, the rse provided instructions on how to resolve the issue. Verify that the alternating current (ac) outlet is properly grounded; try another ac outlet; verify that the ac power cord was completely inserted into the ac inlet; verify that ground wires were undamaged and properly secured to the ac inlet or power supply, gas outlet, proximal pressure port, and gas delivery system (gds)(o2 inlet fitting retainer screw); replace ac inlet; verify that excess loctite is removed from the o2 inlet fitting bracket retaining screws; replace o2 inlet fitting retainer bracket; check for visible damage to the power cord; replace the power cord. It was noted that the customer would perform additional testing and call back if any further assistance is needed.

Manufacturer narrative:
The customer reported that the power cord was replaced, and the reported issue was resolved.